Manufacturer narrative:
The customer¿s reported problem was confirmed. Device not returned.

Event description:
It was reported that the device received error code 133.6080. There was no reported patient involvement.